Event description:
It was reported per field service report: symptom - it was reported to biomed that pump had stopped pumping while on pt. Findings/action: biomed found ac power plug pulled out. Reinstalled, checked out pump and returned to service. Add'l info received on 10/24/2011 from the field service rep and biomed stated the pump was switched out and they were not aware of any complications or other problems with the pt. Further info received from biomed on 10/25/2011 indicated that the pt outcome was the pt was fine. The pump was switched out successfully. The pump stopped pumping because the ac power cord was kicked out accidentally. The only delay or interruption in therapy was the time it took to switch pumps with no harm to the pt. No report of pt death, complications or injury. No medical/surgical intervention was required.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.